Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. It was reported from the analysis of the returned product that suture degradation was observed. There were no patient consequences reported.

Manufacturer narrative:
Product complaint (B)(4) date sent to the FDA: 3/4/2024 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received one detached needle and one suture piece of an unknown product. During visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined, and remnant of suture was observed. The suture piece has begun the degradation process. This condition caused the needle to be detached from the suture. As per the condition of the returned sample, the functional tests could not be performed. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.